Event description:
It has been reported to philips that the allura detector cooling unit was down, and imaging was not possible. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the allura detector cooling unit was down from startup. Review of the system log file showed that image detector error which resulted in imaging not possible and this error could caused by the image detector hardware. Rse found that the issue was with the detector cooler failure as the measured voltage was higher than the standard level. Rse provided part number 989600215993 - tcu-fd mod to in house engineer. Philips did not received any call regarding onsite service therefore no further action could be performed by philips. The codes were updated based on the investigation outcome. The evaluation method code was corrected.